Event description:
The user facility reported that the guidewire split inside the pt at the end of a stent placement procedure. The procedure was completed successfully and the guidewire was removed without difficulty. The pt was reported to be fine with no complications. It was reported that nothing detached from the guidewire during use.